Event description:
It was reported that during a lap low anterior resection procedure, the device was used as indicated but when fired it cut but no staples were delivered. A second stapler was used to make the anastomosis. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time.